Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('perforation of the. Uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) -2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), depression ("depression"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleedtng"), pelvic pain ("chronic pelvic pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("unintended pre.gnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, depression, back pain, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, tooth loss and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: legal claim received: the reason for "medical device removal" was provided, the following events were added into the case: abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 2 months after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 2 months after insertion of essure. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the. Uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pre.gnancy"). The patient had a medical history of anxiety disorder, dizziness, vaginal bleeding, therapeutic abortion, spontaneous abortion, parity 2, d & c, tonsillectomy, appendectomy, neck swelling, tremor, weight gain, thyroid disorder, fatigue, iron deficiency anemia, appetite lost, difficulty sleeping, attention deficit-hyperactivity disorder, suicidal tendency, anxiety and iud expelled. Previously administered products included: mirena. The patient had a family history of colon cancer and breast cancer. Concurrent conditions were listed as spotting vaginal, adenomyosis, nausea, thyroid disorder, excess sweating, epigastric pain, mood disorder, depression, abnormal uterine bleeding and menorrhagia. Concomitant products included clonazepam, abilify (aripiprazole), venlafaxine (venlafaxine hydrochloride), flagyl (metronidazole) and keflex (cefalexin). On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), depression ("depression"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleedtng"), pregnancy with contraceptive device ("unintended pre.gnancy"), pelvic pain ("chronic pelvic pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), tooth loss ("tooth loss") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen: (a) uterus with cervix and fallopian tubes history: abnormal uterine bleeding. Laparoscopic hysterectomy and preservation ovaries. Uterus cervix right and left fallopian tube gross description: the left fallopian tube had a coil inserted inside. Both fallopian tubes had wire coils in them. Diagnosis:1. Bilateral transected fallopian tubes with fimbrial ends represented para tubal cyst, cystic walthard nests 2.cervix dilated endocervical gland 3. Endometrium hemorrhagic polyp 60 endometrium with both secretory and proliferative features 4. Myometrium adenomyosis seedling fibroid [ultrasound abdomen] on (B)(6) 2012: bilateral essure tubal sterilization coils are noted in the pelvis. They appear to be in satisfactory position. No obvious intrauterine device is noted free in the peritoneal cavity or pelvis. There is fecal loading of the colon, but the bowel gas pattern and soft tissues are otherwise non specific and no other significant pathology is demonstrated. [Ultrasound pelvis] on (B)(6) 2012: the 2 essure coils are identified in the pelvis. The right coil appears fairly lateral on the right side of the pelvis. Left coil is just to the left of the midline. Multiple phleboli seen in the pelvis. In comparison to the previous x-ray done on the (B)(6) 2012 the position of the left coil appears unchanged but the right coil appears to have a more vertical orientation; on (B)(6) 2018: essure coils are noted in the uterine horns; on (B)(6) 2018: at the top of the vaginal vault there is a subtle 0.9 x 1.2 x 1 cm hypoechoic region in keeping with a small postop hematoma/seroma. In the left adnexa there is an oval hypoechoic 3.4 x 2.8 x 2.9 cm structure containing low-level internal echoes, which could be a left adnexal hematoma or seroma, or a left para ovarian cyst. More superiorly in the left adnexa there is a subtle oval hypoechoic area that is likely the left ovary. A similar appearing region is identified in the right adnexa, likely the right ovary. These are grossly unremarkable [ultrasound scan] on (B)(6) 2018: essure coils in satisfactory position [ultrasound thyroid] on (B)(6) 2018: goiter with the largest nodule on the left measuring 0.7 x 0.6 x 1.2 cm. The largest nodules on the right measured 6 x 10 x 9 mm and 15 x 8 x 9 mm. She had no thyroid enlargement or enlarged cervical nodes quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology report) was added. Concomitant conditions, medical history, concomitant drugs were added. Patient information & new reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the. Uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pre.gnancy"). The patient had a medical history of anxiety disorder, dizziness, vaginal bleeding, therapeutic abortion, spontaneous abortion, parity 2, d & c, tonsillectomy, appendectomy, neck swelling, tremor, weight gain, thyroid disorder, fatigue, iron deficiency anemia, appetite lost, difficulty sleeping, attention deficit-hyperactivity disorder, suicidal tendency, anxiety and iud expelled. Previously administered products included: mirena. The patient had a family history of colon cancer and breast cancer. Concurrent conditions were listed as spotting vaginal, adenomyosis, nausea, thyroid disorder, excess sweating, epigastric pain, mood disorder, depression, abnormal uterine bleeding and menorrhagia. Concomitant products included mirena (levonorgestrel), clonazepam, abilify (aripiprazole), venlafaxine (venlafaxine hydrochloride), flagyl (metronidazole) and keflex (cefalexin). On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), depression ("depression / major depressive disorder "), back pain ("chronic back pain"), genital haemorrhage ("excessive bleedtng"), pregnancy with contraceptive device ("unintended pre.gnancy"), pelvic pain ("chronic pelvic pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue / exhaustion/fatigued "), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), anxiety ("anxiety"), hyperthyroidism ("hyperthyroid "), myalgia ("muscle ache"), bone pain ("bone pain "), arthralgia ("sore knees/knee hurts "), pain ("ache/ ache from head to toe "), brain fog ("brain fog"), heavy menstrual bleeding ("heavy periods"), thyroid mass ("thyroid full of nodes"), goitre ("goiter "), psoriasis ("also psoriasis on my ankle") and gait disturbance ("steps are difficult") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, bone pain, brain fog, depression, device dislocation, fallopian tube perforation, fatigue, gait disturbance, genital haemorrhage, goitre, headache, heavy menstrual bleeding, hypersensitivity, hyperthyroidism, myalgia, pain, pelvic pain, perforation, pregnancy with contraceptive device, psoriasis, thyroid mass, tooth loss, uterine perforation, weight fluctuation and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimen: (a) uterus with cervix and fallopian tubes. History: abnormal uterine bleeding. Laparoscopic hysterectomy and preservation ovaries. Uterus cervix right and left fallopian tube gross description: the left fallopian tube had a coil inserted inside. Both fallopian tubes had wire coils in them. Diagnosis:1. Bilateral transected fallopian tubes with fimbrial ends represented para tubal cyst, cystic walthard nests 2. Cervix: dilated endocervical gland. 3. Endometrium: hemorrhagic polyp 60 endometrium with both secretory and proliferative features 4. Myometrium: adenomyosis, seedling fibroid. [Ultrasound abdomen] on (B)(6) 2012: bilateral essure tubal sterilization coils are noted in the pelvis. They appear to be in satisfactory position. No obvious intrauterine device is noted free in the peritoneal cavity or pelvis. There is fecal loading of the colon, but the bowel gas pattern and soft tissues are otherwise non specific and no other significant pathology is demonstrated. [Ultrasound pelvis] on (B)(6) 2012: the 2 essure coils are identified in the pelvis. The right coil appears fairly lateral on the right side of the pelvis. Left coil is just to the left of the midline. Multiple phleboli seen in the pelvis. In comparison to the previous x-ray done on the (B)(6) 2012 the position of the left coil appears unchanged but the right coil appears to have a more vertical orientation; on (B)(6) 2018: essure coils are noted in the uterine horns; on (B)(6) 2018: at the top of the vaginal vault there is a subtle 0.9 x 1.2 x 1 cm hypoechoic region in keeping with a small postop hematoma/seroma. In the left adnexa there is an oval hypoechoic 3.4 x 2.8 x 2.9 cm structure containing low-level internal echoes, which could be a left adnexal hematoma or seroma, or a left para ovarian cyst. More superiorly in the left adnexa there is a subtle oval hypoechoic area that is likely the left ovary. A similar appearing region is identified in the right adnexa, likely the right ovary. These are grossly unremarkable [ultrasound scan] on (B)(6) 2018: essure coils in satisfactory position [ultrasound thyroid] on (B)(6) 2018: goiter with the largest nodule on the left measuring 0.7 x 0.6 x 1.2 cm. The largest nodules on the right measured 6 x 10 x 9 mm and 15 x 8 x 9 mm. She had no thyroid enlargement or enlarged cervical nodes. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: upon internal verification it was found that argus cases (B)(4) are duplicates of each other. Therefore, argus case (B)(4) needs to marked for deletion. All information, including, events(hyperthyroid, muscle ache, ache/ ache from head to toe , bone pain , sore knees/knee hurts , brain fog heavy periods , thyroid full of nodes , goiter , anxiety , weight gain , psoriasis, steps are difficult ) , reporters, references are transferred to retention case (legacy device number 2951250-2020-09132). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.